Event description:
We used the device once, no issue. The second time, we noticed the wire had split when we extended it outward, inside of the patient. No injury was caused and we safely removed the device. No broken pieces were left behind.